Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant, falsely low chloride results had been obtained on two patient samples tested on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples resulted as expected upon repeat testing. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The customer contacted the siemens ccc. The customer stated that they had replaced the ion selective electrode and recalibrated, after which the method appeared stable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran precision on quality controls to verify that the issue was resolved. The cause of the discordant chloride results was an electrode malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.